Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the shaft and very thick contrast in the inflation lumen. The stent implant was loose on the balloon. There were crimp marks on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded except for the proximal balloon taper which was bunched. There were two bends in the hypotube 0.5 mm and 72.2 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the stent delivery system. A laser micrometer was used to measure the stent outer diameters. These met manufacturing criteria. A new indeflator filled with renographin 60 diluted 1:1 with water was used and an attempt was made to pressurize the balloon, but the balloon would not pressurize due to the thick contrast in the inflation lumen. The sds was left pressurized overnight in an attempt to dilute the thick contrast and inflate the balloon. After being left pressurized for a few days, the thick contrast would not dilute and the balloon could not be pressurized. Product performance engineering reviewed the incident information and analysis of the returned sds. It was reported that after successfully crossing the lesion, the sds would not inflate despite repeated attempts. Analysis of the sds noted blood on the shaft and very thick contrast in the inflation lumen. Except for bunching at the proximal balloon taper, the balloon was tightly folded. This is consistent with the reported information that the device was prepared for use and inserted into the body. It was confirmed that the balloon would not pressurize. An attempt was made to dissolve the thick contrast noted in the inflation lumen, however, it could not be diluted. The inflation device used during the procedure was not returned for analysis, which may have aided in the investigation. The stent outer diameters met manufacturing criteria, although it was noted that the stent was loose on the balloon. There were crimp marks on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. At some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose on the balloon. The thick contrast likely contributed to the failure to inflate, but a conclusive root cause cannot be determined. In addition, two bends were noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported difficulty to inflate the balloon. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent crossed the lesion successfully, but the stent balloon refused to inflate despite repeated attempts. Reportedly, there was no patient injury. This event is being filed based on the analysis of the returned product which revealed that the stent was loose on the stent delivery system (sds) balloon.